Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy was helping them but it's not quite right yet. Patient said they get a lot more relief during the day than they do at night. Patient mentioned that they were still getting up several times a night, but not as many. Patient also said that they don't hardly feel the stimulation at all and when they do feel it, it's high and close to the device itself. Patient stated that their doctor suspects the device was not located in the right place since the patient was feeling the stimulation where they were not supposed to. Agent reviewed therapy information and general programming guidance with the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will see their doctor in february.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.